Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the rx acculink was returned with no blood or contrast visible. The stent was partially deployed with 5 mm of the stent expanded from the distal outer member. The tip was separated at the guidewire lumen and not returned. Inspection of the guidewire lumen under the stent showed that there was 4 mm of guidewire lumen still attached to the separated tip that was not returned. There were no other anomalies to report. The handle was returned in the locked position and the slider was not retracted. Removed the remainder of the stent from the sheath to inspect the separation of the guidewire lumen under the stent area. Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
It was reported that when the mandrel was withdrawn from the catheter the white tip was missing and the stent was moved. The device was not used and another acculink, different lot was used without further consequences. No patient involvement. No additional information available.